Event description:
Nurse opened IV kit, placed tourniquet from kit and removed chloroprep pad to scrub the skin. When the nurse started to scrub the skin she found shards of glass (similar to ampule top) under scrub pad. Skin intact with no bleeding noted but patient indicated she felt small pieces of glass on her skin.